Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty procedure, the cannula needle of an outback elite re-entry catheter could not be deployed at the re-entry point. The device was removed without issue. Upon removal, the site noted that the distal tip of the outer member was broken but still attached to the device. The procedure was successfully completed via retrograde puncture with no reported patient injury. The event involved a (B)(6) female patient who was undergoing treatment of a target lesion in her right distal superficial femoral artery (sfa). The target vessel was described as a little kinked but with no high grade stenosis in the pelvic vessels. The target lesion was described as heavily calcified. In addition, the patient¿s aorto-iliac bifurcation was described as ¿not very steep.¿ the patient¿s vasculature was accessed from the left femoral artery with a non-cordis 7f 45cm cross-over sheath. The site reported that no anomalies were noticed during the preparation of the outback elite device and that the cannula needle could be deployed and retracted during its¿ prepping prior to use on the patient. Difficulty was experienced while tracking the outback elite catheter through the sheath and the device is reported to have ¿got stuck.¿ the physician was subsequently able to advance the catheter to the subintimal space of the target lesion. Attempts to deploy the cannula needle at the re-entry point were unsuccessful. The device was then removed without difficulty. Upon removal, the distal tip of the outer member was noted to be broken but still attached on the device. The procedure was successfully completed with a retrograde puncture of the right distal sfa with no reported patient injury. One non sterile outback elite was received coiled inside a plastic bag. Per the visual analysis, the tip outer body was found separated at 2.3cm from distal end (both separated sections remained still linked together by the outer body core wire that was found unraveled/stretched), the needle (shaped cannula) was inspected and no anomalies were found. Dried blood residues were found on the needle (shaped cannula) outer surface and inside of the outer member. The tip was found separated and an attempt to remove the residues of dried blood was made by injecting peroxide through the flushing port. However, the residues of dried blood could not be removed. Therefore, the functional analysis could not be performed. Internal components were analyzed and were no issues were observed on the molded components that could have contributed to the reported cannula/needle-deployment difficulty. The separated areas were analyzed under the vision system and evidence of elongations was observed at the surrounding areas of the separation. The elongations observed presented evidence of a plastic deformation as a result of an application of a tension force that induced the separation. Cannula deployment length could not be measured due to the separation of the tip. Catheter usable/working length was measured and the length was found within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿cannula/needle-deployment difficulty¿ event could not be confirmed since functional analysis could not be performed. The cause of this event could be related to the separation of the catheter tip. The reported ¿cannula/needle- catheter tip/distal tip (outback only)¿ event was confirmed since the catheter tip outer body was received separated. The root cause of the catheter tip outer body separation found on the received catheter could not be conclusively determined during the analysis. Procedural, clinical and handling factors could have contributed to the catheter tip outer body separation. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/ delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to these types of events. Based on the information available for review, there are procedural factors (difficulty tracking to through the bifurcation with continued use of the device) that may have contributed to the event reported. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
During recanalization of the distal right superficial femoral artery (sfa), it was reported that when crossing over with a 7f terumo destination sheath (45cm), the outback elite could not be pushed forward and got stuck. Additional information received indicated the needle could not be deployed at the re-entry point (the needle did not come out). Outback was withdrawn without complications. After removal of the device it was observed that the distal tip was broken but not detached from the device. The recanalization was performed successfully by a retrograde puncture of the distal sfa. The patient is fine. Approach was made from the left femoral artery. There were no anomalies noticed during preparation and the cannula could be deployed and withdrawn without any problems. The vessel conditions were described as ¿little kinking but no high grade stenosis in pelvic vessels.¿ the sfa was heavily calcified at the occluded site. The bifurcation was not very steep.

Manufacturer narrative:
Concomitant medications: 7f terumo destination sheath (45cm). (B)(6). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.